Event description:
During a coronary angioplasty, the balloon catheter broke. No additional information was provided.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.